Manufacturer narrative:
Investigational summary: all results reported negative when tested on solana. One sample leaked during transport and was unable to be tested.

Event description:
False positive: customer reporting fp with solana sars assay, confirmed with bio-fire.